Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that during subsequent testing the device displayed a "defib pad short" message. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.